Manufacturer narrative:
The lot number identified has been recalled.

Event description:
The phlebotomist reported that she had one device where the needle came out of the housing and stayed in the patient's arm. There was no medical or surgical intervention. The needle was removed by the phlebotomist.